Event description:
This spontaneous report of a non-serious, unlabeled event (hypoaesthesia) is being submitted as a 10 day report. A health care provider reported that a (B) (6) female patient received injections of restylane injectable gel (injectable dermal filler) into the vermillion border, lower lip and nasolabial fold on an unspecified date in (B) (6) 2008. Anesthesia pre procedure included an infraorbital block of 1cc lidocaine with epinephrine was injected into 4 sites, 2 infraorbital and 2 mental foramen sites. Medical history and concomitant medications were not reported. One week post injection, the patient complained of numbness (hypoaesthesia) approximately a "quarter size" below the lip and in the cheek. The physician prescribed prednisone. The physician stated the numbness is not at the injections sites of either the restylane or the anesthetic but in the area. The patient was referred to a neurologist. As of (B) (6) 2008, the event was ongoing. The lot number and expiration date were not reported.

Manufacturer narrative:
Add'l 510(k) p040024.